Manufacturer narrative:
Additional, changed, and/or corrected data: d1, d2, d3, d4, d9, h4.

Event description:
Healthcare professional reported left side rupture, capsular contracture baker grade I and some radial folds diagnosed. The device has been explanted and replaced with another manufacturer's device. It has been determined that the device associated with this complaint is not PMA approved. This record is no longer reportable to FDA and will be un-reported.

Manufacturer narrative:
Continued: e.1. State: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture, capsular contracture baker grade I and some radial folds diagnosed. The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to observe since it is not related to the device. Crease folding of implant: not observed. No additional observations are performed. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: a4, a5, a6, d2a, d4, e1, h6.

Event description:
Healthcare professional reported left side rupture, capsular contracture baker grade I and some radial folds. The device has been explanted and replaced with another manufacturer's device.